Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer to use room temperature insulin when filling the cartridge. Customer primed the tubing to address the issue.